Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door hinges broke, and panels cracked. The user requested a replacement. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the door was damaged. A field service engineer replaced one plexi panel and then found that the screw holes on the hinge end were all broken out. The fse repaired two doors with broken hinges using parts the customer already had on site. The fse replaced the broken door, and it closed properly. The unit was not in use, so the fse was unable to run a diagnostics test. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door hinges broke, and panels cracked. The user requested a replacement. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door hinges broke, and panels cracked. The user requested a replacement. There were no adverse events or injuries reported based on this event.